Event description:
Patient reported to clinic with a broken blue connector on the backup controller. The controller was exchanged and returned to heartware for further evaluation. There was no reported patient injury as a result of the event.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. Controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed damage to the serial port of the controller, confirming the reported event. Analysis of the device revealed that the device failed to meet specifications; the controller passed functional testing but failed visual inspection. The confirmed malfunction is related to the reported event. The confirmed damage is likely a result of the controller making contact with a hard surface. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This medical device report was not submitted to the FDA within the timeframe as required by 21 cfr part 803- medical device reporting. This error was discovered during review of complaint files per heartware (B)(4), corporate quality plan- complaint management process, and routine complaint file investigation activities.